Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the shoulders of the body of the balloon. It is possible that the interaction with the scope, could have caused that when the physician attempted several times to inflate the balloon it could have caused the balloon pinhole and for this reason that it did not inflate during the procedure therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that the cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon did not inflate after several attempts. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.